Manufacturer narrative:
Patient's information and other relevant history, including preexisting medical conditions, were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available, since the product is not returned. If the product returns analysis will be completed and a supplemental report will be submitted. PMA/510(k) - not applicable. (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.